Event description:
Experienced nurse sustained deep cut to finger when preparing qc material. Customer was following instructions, using sheath and was wearing gloves. Other vials from same batch had been used without incident.